Event description:
The customer reported that the system shut down without command. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on monitor power supply was evaluated and adjusted to optimum operating voltage. The workstation and monitor boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.